Manufacturer narrative:
Received one ias12-100lpi in original packaging. Lot number was verified. Performed a visual inspection, the distal tip of the cannula is broken. All pieces were returned. While a root cause could not be specifically identified, based upon the evaluation, and photos, a likely cause for the failure was the application of excessive force during use as robots are not supposed to be used with the trocar. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a transanal total mesorectal exision procedure on (B)(6) 2023 when it was reported, ¿ it was reported that the tip of trocar was cracked during the surgery.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questioning found that the tip fragmented inside the patient and was removed with forceps. The reporter believes that this occurred while inserting and removing gauze during the procedure. The reporter believes that the forceps used with the gauze damaged the device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a transanal total mesorectal excision procedure on (B)(6) 2023 when it was reported, ¿ it was reported that the tip of trocar was cracked during the surgery.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questioning found that the tip fragmented inside the patient and was removed with forceps. The reporter believes that this occurred while inserting and removing gauze during the procedure. The reporter believes that the forceps used with the gauze damaged the device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.